Manufacturer narrative:
The professor of medicine/director of infection control at the user facility informed the tjf-q180v (serial number: (B)(6)) duodenoscope that was sent to the service center on october 4, 2019 was reportedly not related to a patient safety event and that it was a miscommunication.

Manufacturer narrative:
This supplemental report is to cross reference the importer MDR number to the manufacturer report number. MDR #2951238-2019-01169 and MDR #8010047-2019-03714 represent one single event. MDR# 2951238-2019-01169 was reported on behalf of the importer: olympus corporation of the americas. MDR#8010047-2019-03714 was reported on behalf of the manufacturer: olympus medical systems corporation.

Manufacturer narrative:
The endoscopy support specialist visited the user facility and observed the reprocessing of the endoscopes with management and the infection prevention team at the user facility. The ess observed three technicians perform pre-cleaning. Two of the three technicians deviated from the documented process with regard to suction and flushing of the endoscope. During manual cleaning, all three technicians deviated from the documented process. Incorrect brushes were used, incorrect brushing sequence, and improper detergent soaking. The scope was returned for an evaluation. A visual inspection was performed on the scope¿s instrument and suction channels. The instrument channel was inspected and a brownish stain was found located near the channel opening at the distal end side. Additionally, long scrape marks were found throughout the instrument channel. The suction channel had a large kink at the entry from the proximal control body unit side. The scope passed the leak test. A review of the service history indicated the scope was previously serviced via repairs on (B)(6) 2018. Based on the evaluation, the likely cause of the brownish stain is unknown. The scrape marks inside the channel are likely attributed to an open or broken instrument being inserted into the channel.

Manufacturer narrative:
The subject scope was returned to the service center but the evaluation is in progress. As part of our investigation, multiple follow ups were made in an attempt to gather additional information on the reported event; however, no additional information was obtained. A review of the scope's service history indicates the scope was purchased on (B)(6) 2016. There were five repairs in the past three years, no repairs involved reports of patient infection or contamination issue. Additionally, an endoscopy support specialist (ess) was requested to be dispatched to the user facility to observe the facility¿s reprocessing practice and to provide a reprocessing training. To date, the ess visit has not been finalized. If additional information becomes available at a later date, this report will be supplemented accordingly.

Event description:
The service center was informed by the user facility that a patient tested positive for an (unspecified) infection.